Event description:
Medtronic ICD implant placed on (B)(6) 2019 intermittently arcs / bites / zaps pectoral muscle below clavicle and hurts, also irritates brachial plexus with some mild swelling of left arm. FDA safety report ID# (B)(4).